Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital after experiencing device unrelated stroke, noise on ventricular channels was observed during device interrogation. Noise was reproducible with pocket manipulations. It was mentioned that the patient had actually fallen during the stroke and may have landed on the device itself. Device header issue as the cause of noise was suspected. Device was explanted and replaced. There were no noise episodes during device interrogation on the following day of procedure. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.